Event description:
It was reported the spring wire guide was bent and couldn't be used because it won't go through the needle or catheter. The issue was detected prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one arterial guide wire and catheter for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire contained two kinks towards the distal end. No other defects or anomalies were observed on the guide wire nor catheter. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire measured 40mm and 71mm from the distal end. The guide wire total length measured 350mm which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured .510mm which is within the specification limits of .508mm -.533mm per the guide wire graphic. The guide wire was threaded through the returned catheter. Moderate resistance was encountered at the kinked portion of the guide wire, however, the undamaged portions of the guide wire passed as expected. The included IFU informs the user, "care should be exercised that the indwelling catheter is not inadv ertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of the material, leading to possible separation of catheter." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The report of a kinked guide wire was confirmed through complaint investigation. Visual inspection revealed two kinks towards the distal end of the guide wire. The guide wire passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the guide wire kinked during use, and the findings of this investigation, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend of reports of this nature.

Event description:
It was reported the spring wire guide was bent and couldn't be used because it won't go through the needle or catheter. The issue was detected prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was bent and couldn't be used because it won't go through the needle or catheter. The issue was detected prior to patient use. No patient involvement reported.